Event description:
It was reported that upon final tightening of a zipfix tie, the application instrument for the sternal zipfix broke. Surgery was concluded favorably by using the same part from an alternate kit, adding two to three minutes to the surgery time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.